Manufacturer narrative:
(B)(4).

Event description:
A patient in italy experienced respiratory failure, chest pain and facial swelling during a dialysis treatment that included a polyflux 210 h dialyzer. Treatment was stopped and the blood in the extracorporeal circuit was returned to the patient at which time the symptoms disappeared. Treatment was restarted with a different dialyzer.